Manufacturer narrative:
The valve was returned for evaluation. The investigation of the returned valve did confirm a problem. The lot number was cpncwt, serial number (B)(4), product code 82-3136. The position of the cam when valve was received was 130mmh2o. The valve was visually inspected, a needle hole was noted in the needle chamber, no defects were noted, the valve was irrigated with purified water; an occlusion was noted at the inlet of the ruby ball. Therefore a fine needle was inserted into the flow opening of the valve inlet under the ruby ball and its seat, the ruby ball was manually popped free from its stuck position using light force. The valve was irrigated again, no occlusion was noted. The siphon guard was irrigated with purified water, no occlusion was noted. The valve was dried. The valve was leak tested; only leaked from the needle hole in the needle chamber, no other leaks noted. The valve was reflux tested, the valve failed the test. The valve was tested for programming; the valve failed the test, during the programming process the cam mechanism did not move. The valve was then pressure tested at 130mmh2o, the valve failed the test. The valve was dismantled and was examined under microscope at appropriate magnification: biological debris was found on the spring, on the spring pillar, on the ruby ball, on the seat of the ruby ball, on the cam mechanism, on the cam mechanism pillar, and on the base plate. Review of the history device records confirmed the valve, product code 82-3136 with lot number cpncwt, conformed to the specifications when released to stock on the 14th january 2014. The root cause of the problem found during investigation is due to biological debris found on the spring, on the spring pillar, on the ruby ball, on the seat of the ruby ball, on the cam mechanism, on the cam mechanism pillar, and on the base plate. No corrective action is needed based on the results of the evaluation. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.

Manufacturer narrative:
Upon completion of investigation, a follow up report will be filed. Device in under investigation.

Event description:
No replacement needed. Valve seemed to flow quicker than normal in the 10-15mm range on the manometer test. Md would like valve tested and be notified of the results. As a result the device was revised. (B)(6) 2014 based on a conversation with the customer the device was revised. Per the sales rep replacement is not needed.